Event description:
Same patient as MDR ID# 2134265-2013-04750. (B)(4). It was reported that during a percutaneous coronary intervention, vessel occlusion occurred. (B)(6) 2012 the patient presented due to stable angina and was referred for cardiac catheterization. The 90% stenosed and 28mm long target long was located in the 1st diagonal with a reference vessel diameter of 2.5mm. A 6f mach1 guide catheter and a floppy forte wire were utilized to successfully cross the tortuous and diffusely diseased diagonal vessel. Subsequently the vessel was pre-dilated with a 2.50 x 30 mm long emerge balloon. When the floppy forte wire crossed the lesion the vessel became occluded causing no blood flow. The patient did not develop any significant symptoms during this no reflow state. Therefore, prompt inflations were performed with the emerge balloon as putting the balloon across the lesion was completely occluding the vessel. Repeat injections revealed significant improvement of lesion geometry. Subsequently the vessel was stented with 2.5 x 32 mm promus element plus stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).